Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a detached needle. As a result, the nurse got in direct contact with the solution; the patient received a partial dose. The needle was removed. There was no reported patient harm or adverse event. Photo attached.